Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-2950d was received for investigation. Visual inspection identified that the black anodized coating across the graft prep board had chipped. The anodized coating was changed through an eco as a result of the issue. The returned device was manufactured prior to the coating change.

Event description:
On 02/17/2022, it was reported by a arthrex employee via sems that a ar-2950d graft prep boards paint is chipping. This was discovered during an unknown time, with no patient effect reported.